Event description:
Procedure: trachelectomy, bilateral sacrospinous ligament fixation. According to the reporter: based on info taken from op report dated (B)(6) 2004 operative diagnosis prolapse vaginal cuff vaginal bleeding supracervical hysterectomy rectocele. Operative procedure resection of cervix add'l surgery (B)(6) 2005 for alleged partial removal of mesh.

Manufacturer narrative:
(B)(4).